Event description:
It was reported that the pump touch screen was intermittently unresponsive. Reportedly, the customers blood glucose (bg) ranged from 39 to over 500 mg/dl with high ketones. The low bg was treated by drinking juice and consuming carbohydrates. The elevated bg was treated through administration of insulin shots. Reportedly, the customer continued to use the pump for insulin therapy with insulin injections available for back up insulin therapy.